Event description:
It was reported that an adverse event occurred. On (B)(6) 2023, the patient was experiencing chest pain. The patient's cgm was reading 537 mg/dl. No bg meter comparison was done at this time. The patient was also wearing an omnipod 5 insulin pump. The patient¿s boyfriend transported the patient to the emergency room (ER). At the ER, the patient was diagnosed with diabetic ketoacidosis (dka). The patient also suffered a heart attack, which was believed to occur from the patient¿s bgs being elevated for an extended period of time. The patient¿s dexcom and omnipod 5 pump were removed while she was at the hospital. The patient was treated with manual bg fingersticks, insulin, atorvastatin, cloidogrtel, amlodipine, and metoprolol. However, no bg meter readings were reported for this event as the patient cannot recall the values. The patient was discharged home on 11/14/2023. The patient was still recovering at the time of report. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect - clinical code e0612 - ischemic heart disease. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.

Event description:
Data was evaluated. Performance data from the sensor indicates that the patient was receiving numerous high glucose alerts on the evening prior to the incident and during the morning of the incident. At 6:32 pm on the evening prior to the incident ((B)(6) 2023), the patients estimated glucose vaslue egv was at 401 mg/dl, which is the maximum displayable value, and remained at that value until 5:07 am the following day ((B)(6) 2023) when the egvs began to fall. The data did contain two separate bg meter calibrations later on in the day. The first calibration occurred at 9:49 am with a bg value of 316 mg/dl entered. Just prior to the calibration the patients egv was at 401 mg/dl (26.9 percent error ¿ sensor biasing high ¿ parks error zone a). The second calibration was at 11:48 am with the bg value of 375 mg/dl entered. Just prior to the calibration the patients egv was at 396 mg/dl (5.6 percent error ¿ sensor biasing high ¿ parks error zone a) since no omnipod data was provided it cannot be determined what effect the slightly out of specification condition, identified with the first calibration, had on the reported incident. The reported complaint that the patients cgm was not communicating correctly with the insulin pump, was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 06/05/2024. It was reported that the patient was taken to the hospital on (B)(6)2023 around midnight and was discharged the following day (B)(6)2023 at around 4:00pm. No additional patient or event information is available.